Event description:
A caller reported a minimum fill notification after attempting to reload a cartridge following a reset. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to remove the pump from its case, clean the pneumatic tap area, and reload the cartridge, which resolved the issue. The customer also reported an intermittent mobile app issue, and they were informed of a delay in the shipping of a replacement pump, which was scheduled to arrive on monday, july 7, 2025.